Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified left superficial femoral artery (sfa) using a prostyle device after a peripheral intervention procedure using a 7f sheath. Reportedly, there was resistance removing the prostyle device from the patient anatomy after deployment. The physician closed the lever completely and thought the foot of the device had closed prior to attempting to withdraw it. Some force was used and the device was able to be removed. The prostyle suture did not achieve hemostasis. An attempt was made with an additional prostyle device; however, like the first one, there was resistance removing the prostyle device from the patient anatomy after deployment. The physician closed the lever completely and thought the foot of the device had closed prior to attempting to withdraw it. Some force was used and the device was able to be removed. There was still some arterial bleed; therefore, manual compression was applied to achieve hemostasis. It was noted after removal of both prostyle devices that the foot of each of the devices had not retracted completely when the lever was closed. The devices had been removed with the foot partially opened. There was tissue noted in the foot of the first prostyle device upon removal. The tissue damage was treated with the manual compression. The foot of the second proglide device was manipulated by the physician after use (outside of the patient) and closed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to open of close was not confirmed. The difficult to remove, and patient device interaction problem could not be confirmed because they could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of tissue injury is listed in the perclose prostyle instructions for use (IFU), as a known adverse event associated with use of suture mediated closure devices. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the IFU, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported patient device interaction, difficult to remove, and difficult to open or close, however, it likely contributed to the unexpected medical intervention to use another device the reported difficulties and subsequent treatment appear to be the circumstances of the procedure. In this case, it is likely related to an interaction with patient anatomy/plaque with the foot preventing the foot from fully closing inhibiting removal. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.